Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the customer entered the incorrect transmitter ID into the pump. Tandem technical support directed the customer to enter the correct transmitter ID into the pump to resolve the issue. However, the transmitter continued to not connect to the pump. After further troubleshooting not due to use error, the transmitter was able to regain connection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings.